Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 006/14/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that an icy catheter was inserted in right femoral of a patient without any issue. Catheter was placed in a patient nearly for an hour. The leak was noticed at the luer connection of catheter with start-up kit(suk). Catheter and suk were replaced to continue the therapy.

Manufacturer narrative:
A quattro catheter (s/n (B)(4)) was returned to zoll (B)(4) on 06/14/2016 for evaluation. Visual inspection of the returned catheter found no discrepancies or issue. The returned catheter was connected to a pressurized inflation device. Capping the "out" luer, the catheter was pressurized up to 100 psi. No leaks were observed. No other issues were noticed. All balloons deflated successfully without any issues following the functional testing. The returned catheter was installed on a peristaltic pump for testing with returned start up kit. Subsequent testing found no leaks or issues. The unit was connected to an ivtm system and no leaks observed. No additional issues were found. The root cause for the reported user experience could not be confirmed; no leak with catheter was observed. A probable cause for the reported user experience can be related to a luer misconnection/loose connection, resulting in saline leak. There was no patient injury or death attributable to the start-up kit. Furthermore, no CAPA will be required for this low frequency failure.